Event description:
It was reported that prior to a scheduled filter retrieval procedure, it was identified that the filter was tilted approx 40 degrees and a filter arm had detached and was embedded in the vena cava. The physician attempted to retrieve the filter using a snare and a recovery cone; however, was unable to capture the filter's hook. At this time, there are no plans of another retrieval. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.